Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the distributer contacted animas alleging the patient experienced a blood glucose value of 481mg/dl with trace ketones and extreme thirst due to loss of prime alarms on the pump. The cartridge cap reportedly was noted to be loose on pump. The patient reportedly was via treated via insulin injection during a visit in the emergency room and the symptoms diminished once the loss of prime alarms diminished. Reportedly, customer technical support (cts) advised the reporter to replace the cartridge using a different cartridge from the box and to contact cts if there are any further issues. The patient reportedly remained on the pump and the pump is not being returned or replaced. This complaint is being reported because the patient experienced an adverse event due to use error as the cartridge cap reportedly was loose on the pump.